Manufacturer narrative:
The customer¿s reported complaint of dim led display boards was confirmed and replicated on the 11 returned components during testing. The majority of the faulty returned pcb display boards were identified with slightly dim segments on u4 the pcb led u4 modules during testing. Based on the srd-878 rate display viewability ((B)(4) medley baseline srd-19), the returned display boards are out of specification. There was no patient involvement associated to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that the device have failing display boards.